Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of hi on the contour next link and took 6 or 8 units of insulin. He drove his car afterwards and had an accident. According to the customer he was taken to the hospital due to the accident and low blood glucose. Details were not provided. While in the hospital comparison tests were performed between his meter and the hospital meter, but results were not provided. Further information regarding the incident was not provided. Strip information was not provided, and strips were not expected to be returned for evaluation. The customer received a new meter from the hospital.